Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Healthcare professional reported "implant rupture". Healthcare professional later reported "multiple silicone lymphadenitis in the right axilla", "multiple lymph nodes with signs of rupture of the right implant" and "signs of silicon lymphadenitis were detected in the right axilla" diagnosed via MRI, us, and CT. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported "implant rupture". Healthcare professional later reported "multiple silicone lymphadenitis in the right axilla", "multiple lymph nodes with signs of rupture of the right implant" and "signs of silicon lymphadenitis were detected in the right axilla" diagnosed via MRI, us, and CT. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as unidentified (tear) opening and a missing piece of shell assessed as inconclusive. ¿ lymphadenopathy: unable to observe as it is not related to the manufacturing process. ¿ double capsule: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.